Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure utilizing a 26mm sapien 3 ultra resilia valve, the balloon on the delivery system ruptured during deployment. Despite this, the valve was successfully deployed. The implanting physicians attempted to retract the delivery system and introduce the commander balloon into the 14f esheath within the descending aorta. However, this maneuver resulted in bending of the sheath tip, and fluoroscopy revealed that the sheath had "split". Given the resistance encountered during removal of the delivery system, the team agreed that excessive force should be avoided. A decision was made to cut the commander at the proximal end to separate the pusher/balloon catheter system from the inner balloon shaft. Multiple attempts were made to snare the balloon/shaft for removal through the esheath, but these were unsuccessful. Subsequently, contralateral access was attempted using a 22f non-edwards sheath to facilitate snaring and removal of the balloon; however, anatomical challenges prevented success. Ultimately, percutaneous axillary access was established with a 22f non-edwards sheath, through which the balloon shaft was successfully snared and removed. The 14f esheath was then extracted without any vascular complications. The device will be returned for examination. The possible root cause was stj calcium. Imagery received revealed a fully circumferential radial and longitudinal balloon burst, with the nose tip, distal balloon, and guidewire lumen completely separated from the remainder of the delivery system. The distal balloon wings appeared flared, and slight compression of the balloon spring was observed.

Manufacturer narrative:
Correction to h6; component code, clinical code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The returned device underwent visual inspection, which revealed that the balloon exhibited both radial and longitudinal tears, with no missing balloon pieces. The balloon wings were flared outward. Dimensional testing confirmed that the single-wall thickness of the inflation balloon, measured along the edges of the burst location, was within specification. Due to the nature of the complaint, functional testing was not performed. Provided imagery indicated the presence of calcification within the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event, as event stated that "the possible root cause was stj calcium" and calcified landing zone was observed in provided 3mensio. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event of withdrawal difficulties was confirmed based on the returned product evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.